Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient's leads migrated following a fall causing ineffective stimulation. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient experienced lead migration following a fall causing ineffective stimulation. In an update, it was reported the patient underwent a revision where both existing leads were replaced. The surgery was completed without complications and therapy was successfully restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.